Event description:
The reporter's relative did meter to hcp meter comparison testing. The tests were done side by side. Pt's meter reading was 176mg/dl, and the doctor's meter (type unknown) was 226 mg/dl. Pt did not have any symptoms. During troubleshooting, pt's meter code had been set incorrectly. Control testing was not done due to unavailability of supplies. On follow up, the reporter stated that his relative checks the confirmation dot. Blood sample technique is accurate; pt's meter is cleaned on a regular basis. Training was given on correct meter code setting procedures.